Event description:
It was reported that within a few weeks of implant, 64 atrial high rate and 3 ventricular high rate episodes (noise/electrocautery) were noted. It was also reported that there were indecipherable dual electrograms found on the device report/interrogation/transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).